Event description:
Safety instructions written on clear plastic, making it difficult to read. The instructions are very poor. The heat element can be easily removed by a child and the child will be burned. The instructions on how much water to put in it is vague. The reference quote "full line" and "half full line" is not marked on the vaporizer. Rptr thinks this product should be recalled.